Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken distal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 0.233" x 0.273" in size. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Isi reviewed the site's complaint history, which found no related records. A review of the instrument log for the permanent cautery hook instrument (part# 470183-16/ lot/serial# (B)(6)) associated with this event has been performed. Per this review of the logs, this instrument was last used on (B)(6) 2024 via system serial# (B)(6). Based on this review, the instrument was confirmed used before the event date indicated in this record and it was not used in subsequent procedure(s) after the alleged event reported in this record. Image(s) and/or videos were not submitted. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the yellow plastic on one side of the tip of the permanent cautery hook (pch) instrument broke off in the patient. The surgeon was aware but was not able to locate the broken piece. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not used for more than two hours. The surgeon did not mention if there was a functionality issue with the instrument. The fragments were not retrieved. The surgical staff did not notice any other damage after the event occurred. No additional surgical procedure was required to remove the fragment. The procedure was completed robotically. The patient was still inpatient. The instrument has been returned. There are no images of the device or a video recording of the procedure available for isi review. No further information was available.